Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the impactor was used to impact the femoral component during knee arthroplasty, the screw was not tightened and fell into the patient's tibial canal. This issue was not identified intraoperatively and the screw was left in the patient without further complication. The surgeon has no future plans to remove the screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product shows the screw/bolt that holds the universal impactor head to the handle is missing and was not returned. Impactor shows signs of wear and repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. The device was in the field for over 11 years; however, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.